Manufacturer narrative:
This event occured in (B)(6) during vacation of the patient/ end user involving a product manufactured by alber gmbhin in (B)(4). Alber is filing this report because the device is marketed and sold in the u.s. It was reported that the e-motion motor brake failed but from a technical point of view the e-motion has no built-in motor brakes. Alber gmbh will begin the physical evaluation of the device (device returned to alber gmbh 10 february 2020).

Event description:
Alber received an e-mail by end user/ patient on 22 jan 2020. The end user/ patient reported, that whilst driving down a slight descent the motor brake failed and suddenly the left wheel accelerated without warning. The end user / patient collided against a stone wall on the right side of the street causing cuts on the forehead. Few days later in the hospital via a computer tomography it was diagnosed a broken tibia on one leg. The fracture needed a surgical intervention. The patient was in hospital for several days.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in the cylinder body of cylinder 1 which was attributed to wear and fatigue at the corner of a fold. A leak and hole were also present near the proximal end of the cylinder body; however, this was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the deflation test and valve activation test . The allegation of a fluid leak and pump malfunction was confirmed. D4: model number: 72404155, lot number: 0182043006, model description: reservoir 65 ml pc/iz.